Event description:
The user reported that while performing routine test on the unit, it was turned on (in pads mode) with no pt connected, but did not display a "lead fault" error. There was no pt involved. The unit was completely tested. It was operated for 72 hours at normal temperature, high temperature, and low temperature. The alleged failure could not be duplicated. The event is not occurring more frequently or with greater severity than is usual for the device.